Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-jul-2018 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment. Visible moisture was found on the display. The pump powered up to a blank display. Unrelated to the original complaint, the battery compartment was cracked on the left side of the grip pad. The leak test failed due to a leak from the battery compartment crack. The pump was opened to find moisture corrosion on the printed circuit board and motor assembly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There was moisture visible in the battery compartment and the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.